Event description:
It was reported to philips that the device gave an error indicating fluoroscopy was not available, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer's reported issue of fluoroscopy not being available with the system was no longer occurring, as the fse confirmed with the customer that there was no equipment failure. Hence, the service request was cancelled, and no service has been performed by philips. No further information could be obtained from the customer. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.